Event description:
International affiliate reports that during the procedure, the tip of the skyline spring clip driver sheared off from the instrument. The broken tip was retrieved from the patient with very little additional operative time (reported to have been ten to twenty seconds) and no medical implications.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The skyline spring clip driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint trend analysis found no systemic issues that require further action. The root cause cannot be positively determined but based on the fracture analysis, the driver was likely subjected to a higher than anticipated level of torque. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed and no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.